Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "2140" should be removed and "2227" should be added. H6- medical device problem code: "1401" should be removed and "3001" should be added. (B)(4)

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -4.0/0.5/174 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a spherical lens due to glare/halos. The problem was resolved. Cause of the event is unknown.